Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received from the patient. It was reported that the reclaimed protective barrier wipes were prescribed on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2015, to report that the sensor came off before indicated seven days, on (B)(6) 2015. Patient reported that the area was cleaned prior to sensor insertion. The sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that her health care provider provided her with samples of reliamed protective barrier wipes. Date of medical intervention is unknown. Patient reported that wiping the area with alcohol before prepping with reliamed wipes did not improve the issue. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: make sure your skin is clean, clear of any cream or lotion, and completely dry before you insert the sensor.